Event description:
Healthcare professional reported via regulatory agency for right side "the patient developed seroma around right breast implant, and diagnosed as bia-alcl." Pathological biomarkers confirming alcl have not been received. Device has been explanted. Total en-bloc capsulectomy was performed.

Manufacturer narrative:
The event of "lymphoma - alcl - suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Correction to h.7. Remedial action and h.9. Correction removal numbers: as this record is for suspected alcl instead of confirmed alcl, the information submitted in the initial mw for h7 and h9 no longer applies.

Event description:
Information now received from regulatory agency confirming the diagnosis of anaplastic large cell lymphoma; markers of cd30 positive and alk negative provided.

Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: cd30+, alk- alcl.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lymphoma - alcl" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; seroma.

Event description:
Healthcare professional reported via regulatory agency for right side "the patient developed seroma around right breast implant, and diagnosed as bia-alcl." Pathological biomarkers confirming alcl have not been received. Device has been explanted. Total en-bloc capsulectomy was performed.